Event description:
Boston scientific received information that the patient received inappropriate tachycardia therapy due to the device oversensing noise on the right ventricular (rv) lead. Therapy was not exhausted due to the inappropriate shocks. A lead revision procedure was performed. Once lead was laser lead extracted, visual inspection noted that insulation damage and a fracture on the proximal portion of the lead. The device was also electively explanted during the lead revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis revealed that the device allegations were not the result of a device malfunction but instead were induced by the lead fracture that was most likely the result of clavicle crush. The no output at incoming test was the result of high energy overstress to the high power output module that was induced by shocking into a shorted lead condition.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing performed by our post market quality assurance laboratory noted a possible product performance issue with this device. The device is currently undergoing detailed analysis. The event will be updated upon completion of analysis.